Event description:
It was reported to st. Jude medical that the patient was brought from home via ems to hospital emergency department in cardiac arrest, possibly due to ICD failure. Resuscitation was unsuccessful. No further information can be obtained at this time.